Manufacturer narrative:
(B)(4). This customer reported an issue related to pacing on this defibrillator. We are considering this as a malfunction based on the customer only. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported an issue related to pacing on this defibrillator. We are considering this as a malfunction based on the customer only. There was no report of pt involvement.